Manufacturer narrative:
D4 unique identifier (UDI) #, h6 annex b, annex c and annex d have been amended. Device evaluation: medtronic led an evaluation of the field service notes and associate device data for the reported arm cart assembly (aca). Review of the field service notes indicates that the instrument drive unit (idu) pins were cleaned and tested with test sim's, which were recognized without any issues. It was also attempted to reproduce the error by applying external force, but could not replicate the reported issue. The arm was operational. Evaluation of the device data indicates occurrences of error code ¿sra validation - desired vs actual¿ on the reported aca, indicating excess torque was applied on one of the joints. This error code indicates a non-recoverable inoperable_error. Immediately prior to this excess torque error, a sterile interface module (sim) expired alarm was triggered which is consistent with the user description of the excess torque issue occurring during sim insertion. This issue is usually seen to happen if a user exerts excess force on robotic arm joint 5 (ra_j5) or ra_j6 or if there is a drape stuck somewhere. To resolve the issue, users should check for any drapes stuck on any joint and then the aca can be restarted. Evaluation of the device data for the reported arm cart assembly confirmed the reported condition. The root cause of the observed damage was that it is likely that the arm cart assembly was not used as intended, which may have caused or contributed to the reported incident. Replication of this issue can occur if there is a drape stuck in the joint, so users should check for any stuck drapes. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to use of a prostatectomy but with the patient under anesthesia, two sterile interface modules (sim) were not recognized by arm 1. Also, during sim insertion a non-recoverable error occurred on the arm due to excessive external torque applied to the instrument drive unit (idu). The following error was observed: "failed to maintain position." After rebooting the arm and making several attempts to connect the sims the error returned. The arm was replaced with the reserve arm. There was a delay of 25 minutes. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to use but with the patient under anesthesia, two sterile interface modules (sim) were not recognized by arm 1. Also, during sim insertion a non-recoverable error occurred on the arm due to excessive external torque applied to the instrument drive unit (idu). The following error was observed: "failed to maintain position." After rebooting the arm and making several attempts to connect the sims the error returned. The arm was replaced with the reserve arm. There was no patient injury.